Manufacturer narrative:
A patient is awaiting an ipg replacement for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patients ipg became inoperable due to the patient losing their charger and not charging their ipg system. Surgical intervention took place where the patients ipg was explanted and replaced.